Event description:
The surgeon performing the iol replacement stated the pt's intraocular pressure (iop) was very high in august and that a deep sclerectomy was performed by a third surgeon. The iop is still rather high (24 mmhg). The implanting surgeon provided additional info indicating the pt has a very severe glaucoma (prior to surgery). He was unable to dilate the pupil because of pseudoexfoliation. He performed a sphincterotomy, but the pupil remained small.

Event description:
A surgeon reported that he examined a patient one day following implantation of an intraocular lens (iol) and noted the haptics were folded behind the lens. Intraocular pressure was 50mm hg but returend to 25 mm hg after treatment. The iol was well placed in the bag and no residual crystalline material was observed. Pseudoexfolliation was observed.a second procedure was performed to replace the lens. The patient is doing well. The surgeon reported that the rhexis is very small because the pupil is not dilatable. He dilated the pupil with hooks during the second procedure.